Event description:
During a remote follow-up, undersensing and noise were observed on the right ventricular (RV) lead. Technical support was contacted and recommended provocative testing. No intervention has been performed.